Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th march 2013 and performed to specification up to 15th february 2015. Multiple manual power ups of ten minutes duration were observed in the device memory may 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the 19th may 2016 and the last log entry on the 23rd august 2016. An increase in voltage suggests a further pad-pak was installed during this time. The returned pad-pak was inserted into the device and the device passed a self-test. A memory full warning was given at shutdown and the status led continued to flash green. A test shock was carried out and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The measurements taken during the investigation would indicate failure of the membrane due to a breakdown in the cross over insulation in leakage current. This caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted. Corrosion was observed on the on/off key and the shock button. The corrosion would indicate the device had been subject to adverse storage conditions, although this could not be confirmed by any other means.